Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The healthcare provider (hcp) indicated that the battery longevity has decreased from an estimated six years to an estimated 2.5 years over a nine-month period of time. The patient was noted to not be device pace therapy dependent but does receive device pace therapy 70% of the time. Boston scientific technical services (ts) provided guidance to the hcp that a boston scientific engineering analysis of the device data would be required to confirm the cause of the change in battery longevity. The hcp declined sending in device data for analysis and noted they are planning to replace this device. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The healthcare provider (hcp) indicated that the battery longevity has decreased from an estimated six years to an estimated 2.5 years over a nine-month period of time. The patient was noted to not be device pace therapy dependent but does receive device pace therapy 70% of the time. Boston scientific technical services (ts) provided guidance to the hcp that a boston scientific engineering analysis of the device data would be required to confirm the cause of the change in battery longevity. The hcp declined sending in device data for analysis and noted they are planning to replace this device. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. The device has been returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device had not reached elective replacement interval (eri) status at the time of explant. Device memory was reviewed, and no faults or errors were noted. Device power level consumption was stable and commensurate with atrial sensing over the last year. Also, the actual battery voltage tracked closely with nominal voltage over the last year. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The healthcare provider (hcp) indicated that the battery longevity has decreased from an estimated six years to an estimated 2.5 years over a nine-month period of time. The patient was noted to not be device pace therapy dependent but does receive device pace therapy 70% of the time. Boston scientific technical services (ts) provided guidance to the hcp that a boston scientific engineering analysis of the device data would be required to confirm the cause of the change in battery longevity. The hcp declined sending in device data for analysis and noted they are planning to replace this device. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. The device has been returned to boston scientific for analysis. No additional adverse patient effects were reported.